Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected audio/beep or vibrator anomaly noted. No pumping constantly, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot. No moisture damage inside the insulin pump noted.

Event description:
It is reported that the customer had low blood glucose levels of 49 mg/dl. The son of the customer reported that the customer's insulin pump alarmed. The exact nature of the alarm is unclear though there were reports of beeping and vibrations. It is further reported that the buttons of the insulin pump were not working. It was reported that the insulin pump appeared to be continuously pumping insulin out. The customer reports that the insulin pump might have gotten wet prior to the event. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.